Manufacturer narrative:
Device evaluated by manufacturer; the imaging window was found detached and did not returned with the device. A kink was observed in the telescope assembly from the femoral marker to the proximal end. No other visual damages were encountered upon visual inspection. The functional inspection was not able to be performed due the conditions of the device. The lapjoint section was within specification.

Event description:
Reportable based on device analysis completed on 25may2020 it was reported that crossing difficulty occurred. The 85% stenosed was located in the moderately tortuous and severely calcified right coronary artery calcium. An opticross imaging catheter was selected for use. During percutaneous coronary intervention the physician could not pass the lesion due to resistance and calcification. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed a lapjoint detached.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that crossing difficulty occurred. The 85% stenosed was located in the moderately tortuous and severely calcified right coronary artery calcium. An opticross imaging catheter was selected for use. During percutaneous coronary intervention the physician could not pass the lesion due to resistance and calcification. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed a lapjoint detachment. It was further reported that product detachment occurred after the procedure.

Manufacturer narrative:
B5: updated. Device evaluated by manufacturer: the imaging window was found detached and did not return with the device. A kink was observed in the telescope assembly from the femoral marker to the proximal end. No other visual damages were encountered upon visual inspection. The functional inspection was not able to be performed due the conditions of the device. The lapjoint section was within specification.